Event description:
It was reported that the tip broke during the procedure. It could not be confirmed if it was retrieved.

Manufacturer narrative:
Alleged failure: while iconix self-punching was hitting into the acetabulum, it suddenly went deeper. When the surgeon pulled out iconix self-punching from the bone, the tip was broken. The probable root causes could be: use of excessive force, twisting of inserter during removal, or inserter angle varies during removal. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. It could not be confirmed if it was retrieved.